Manufacturer narrative:
Corrected manufacturer's investigation conclusion: the reported event of a controller fault alarm was confirmed. A review of the downloaded log file spanned approximately 5 hours ((B)(6) 2020 from 06:53 ¿ 11:43 per time stamp). A controller internal fault alarm was active throughout the log file due to a lcd communication fault. The alarm remained active until the driveline was disconnected at 11:43 for a controller exchange. No other notable alarms were active in the log file. The returned system controller, serial (B)(6), was functionally tested and found to operate as intended during analysis. The controller was able to support pump function for an extended period of time. No atypical alarms were produced during testing. A root cause for the reported event was not conclusively determined through this analysis. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate iii instructions for use section 7-¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5-¿alarms and troubleshooting¿ explain how to troubleshoot the system controller, including controller fault alarms. Heartmate iii instructions for use section 8-¿equipment storage and care¿ and heartmate iii patient handbook section 6-¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient woke up to an alarm that stated "call hospital". The alarm resolved when the controller was exchanged on (B)(6) 2020.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that on (B)(6) 2020 the patient had a controller that did not respond upon attempted interrogation. The patient had subtherapeutic inr so the controller was not able to be immediately exchanged. The patient was then admitted for anticoagulation and equipment exchange. No further information was provided.

Event description:
Related manufacturer report number: 2916596-2020-00834.

Manufacturer narrative:
Corrected information: b5, d10, d11, h3. Manufacturer's investigation conclusion: the reported event of a controller fault alarm was confirmed. A review of the downloaded log file spanned approximately 5 hours (B)(6) 2020 from 06:53 ¿ 11:43 per time stamp). A controller internal fault alarm was active throughout the log file due to a lcd communication fault. The alarm remained active until the driveline was disconnected at 11:43 for a controller exchange. No other notable alarms were active in the log file. The returned system controller, serial (B)(6), was functionally tested and found to operate as intended during analysis. The controller was able to support pump function for an extended period of time. No atypical alarms were produced during testing. A root cause for the low flows was not conclusively determined through this analysis. No further information was provided. The manufacturer is closing the file on this event.